Event description:
Customer reported an error 500.5040 on 8300 device unit. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue as supporting software version, logic board and flash software. Technical support assisted customer biomed with setting system maintenance to be able to flash the module and successfully flashed the module. A review of the device history record for sn (B)(6) was performed from 09/20/2012 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue as supporting software version, logic board and flash software. Technical support assisted customer biomed with setting system maintenance to be able to flash the module and successfully flashed the module. A review of the device history record for sn (B)(4) was performed from 09/20/2012 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported an error 500.5040 on 8300 device unit. There was no patient involvement.